Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the event. The procedure was completed as planned by moving the l-arc into the place. A philips field service engineer (fse) inspected the system onsite and confirmed that device lost geometry movement and the system must be rebooted. After reviewing log file l-arc collision error detected. Upon troubleshooting, fse confirmed the tube head has collision switches which the customer does sometimes activate during use unknowingly, which could have caused this collision error and movement issue. To resolve the issue, fse adjusting the tube, detector and collision switches, after adjusting the tube, detector and collision switches, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is user related error and customer does sometimes activate during use unknowingly, which could have caused this collision error and movement issue. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device lost all geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.